Event description:
It was reported that during a laparoscopic colon procedure, during leak test, bubbles were detected. The surgeon converted to a mini laparotomy used contour blue and another device to complete the case. There was no other patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4).